Manufacturer narrative:
Complained product oxygenator, quadrox-I neonatal, was received by laboratory on 2019-08-13. The investigation was performed on 2019-08-28. Biological residuals were observed on the sample and therefore the device was submitted to a cleaning process using sodium hypochlorite as per local procedure lv 205. After the cleaning process, visual inspection was performed. No clot or any other abnormality was found. Device history record for complaint: (B)(4) and lot: 70128649 has been reviewed on 2019-08-29 (dms#: 2756610). There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. Sap and ot trend searches were performed on 2019-09-05. Sap trend search: (component: oxygenator, failure codes 0306 oxygenation & 0301 gas exchange & 1010 pressure rise) 14 additional complaints were recorded which appears reported issues are the same since the last 12 months. However, 13 complaints are not confirmed. Ot trend search: (component: oxygenator, failure oxygenation, pressure rise issues) 3 additional complaints were recorded which appears reported issues are the same since the last 12 months. (B)(4). Due to this information no systemic issue could be determined. The reported failure was identified as part of the current risk management file (dms#: 1448129 v18) and the most possible root cause is associated to lack of information on pressure on blood side. Mitigations for this specific failure are in place in instruction for use. Mitigations: if the gas pressure or ambient pressure is higher than in the extracorporeal circulation, gas may enter the blood. This can lead to an air embolism in the patient. During perfusion and recirculation, always maintain positive pressure on the blood side. Negative pressure on the blood side can result in gas penetrating the membrane. This can lead to air embolisms in the patient. When releasing a clamp on the arterial side, make sure that a surge does not arise. Do not apply a clamp on the arterial outlet side while the heart-lung machine is running. However, customer can¿t remember if he forgot to open the clamp. Therefore no use error could be identified. Moreover, the available information has been shared internally with getinge theraphy application manager. It was stated that: "the conveyed protocol data do not reveal any failure in terms of utilization of the device. All data looking reasonable. The investigation report concludes that no gas exchange performance test has been conducted. Therefore the claim by the clinic that the device has caused massive oxygenating problems cannot be nullified." Based on this failure could be confirmed. The most probable cause of the failure could not be identified. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint#: (B)(4).

Event description:
The oxy did not oxygenate properly when "starting up" the machine. The op / perfusion could still be completed at 70 degrees. Lot / batch of oxys 70128649 (lot of set 701049279 vkmo11000 will be supplied later). (B)(4).